Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of fluid overload and pneumonia, which warranted hospitalization. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Due to the lack of clinical follow-up, the timeline of events could not be determined either. However, during intake there was no report the serious adverse events were related to any fresenius product(s) and/or device(s) deficiency or malfunction. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload and pneumonia and has since recovered. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, treatment record, medication records, patient demographics) were unsuccessful.